Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, the customer wasn't feeling well. Her blood glucose had gone low. It was 40 mg/dl for two hours then it went up to 55 mg/dl, treated with food. The customer removed the insulin pump for 20 to 30 minutes. Troubleshooting was performed on the insulin pump. The low occurred an hour and half from the customer's spouse calling. The customer was tired so troubleshooting was not completed, but she was feeling better her blood glucose had gone up to 90 mg/dl, retested during call and it was 92 mg/dl. The customer's spouse is not returning the insulin pump for analysis.